Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on row 9 and row 21 from the distal end of the stent, stent struts were lifted. The undamaged section of the crimped stent outer diameter was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink at skive site. This type of damage is consistent with excessive force being applied on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.   (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. A 3.00x28mm synergy¿ drug-eluting stent was received with no issues reported. However, returned device analysis revealed stent damage.